Event description:
On (B)(6) 2012 the lay user/patient in france contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 25 mg/dl and 118 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not experience any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/20/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.